Event description:
It was reported via literature that patients who underwent the transcarotid artery revascularization (tcar) procedure experienced stroke and myocardial infarction (mi) in the 30-day post procedure period. This retrospective review analyzed data from a prospectively maintained database of 188 consecutive patients from three large academic centers who underwent tcar to treat carotid artery disease between august 2013 and may 2018. To qualify for the tcar procedure, patients had to be at increased risk for carotid endarterectomy (cea) with an asymptomatic stenosis of 70% or greater or symptomatic stenosis of 50% or greater. Symptomatic was defined as presenting with a minor or non-disabling stroke, transient ischemic attack, or amaurosis fugax in the prior 180 days leading up to the procedure. The following adverse events were reported as occurring within 30 days of the tcar procedures for patients in the cohort: stroke (3/188) (1.6%) (2 minor ipsilateral stroke and 1 minor contralateral stroke), and mi (2/188) (1.1%). No further intervention was reported for any adverse event.

Manufacturer narrative:
B3 - date of event: the event date was estimated to the earliest known tcar procedure included in the cohort. D6a - implant date: the implant date was estimated to the earliest known tcar procedure included in the cohort. Detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. King, a. H., kumins, n. H., foteh, m. I., jim, j., apple, j. M., & kashyap, v. S. (2019a). The learning curve of transcarotid artery revascularization. Journal of vascular surgery, 70(2), 516-521. Https://doi.org/10.1016/j.jvs.2018.10.115.